Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure, resistance was felt when opening and closing the basket. The basket was then used in conjunction with the alliance ii handle to perform lithotripsy. When lithotripsy was attempted the basket failed to crush the 1.8 mm stone, and the tip failed to detach. An attempt to detach the tip of the basket was then tried with an olympus handle, but the tip would not detach. The basket was manipulated by moving it slightly, subsequently allowing the stone to fall out of the basket on its own, and the basket was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 70. (B)(4). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the device found the basket retracted with tip intact. The distal end of the sidecar-rx was torn and presented pushback. The coil assembly was buckled. When the basket was extended resistance was noted due to heavy residue on the device and the basket was inverted (folded). The basket was manually unfolded during the evaluation and the wires were found to be bent and unevenly spaced. The basket width was measured and found to be within specification. According to the complainant, the basket failed to crush the 1.8 mm stone. The large stone size most likely contributed to the difficulty encountered during the procedure. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2013. According to the complainant, during the procedure, resistance was felt when opening and closing the basket. The basket was then used in conjunction with the alliance ii handle to perform lithotripsy. When lithotripsy was attempted the basket failed to crush the 1.8 mm stone, and the tip failed to detach. An attempt to detach the tip of the basket was then tried with an olympus handle, but the tip would not detach. The basket was manipulated by moving it slightly, subsequently allowing the stone to fall out of the basket on its own, and the basket was removed from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.